Event description:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device paddles do not work. The device was evaluated remotely with support from the philips rse. Based on the results of the analysis, it was determined that the internal paddles have malfunctioned. The root cause of the component failure could not be determined. The issue was resolved by replacing the extra large switched internal paddles and the device was returned to service. Based on the information available, the cause of the reported issue was defective internal paddles. The reported issue was confirmed. The issue was resolved by replacing the extra large switched internal paddles. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.